Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, solyx sis system and avaulta solo posterior synthetic supper system were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, a&p avaulta, solex bladder suspension, and cholecystectomy due to sui, symptomatic cystourethrocele, rectocele, uterine prolapse, cholecystitis, and cholelithiasis. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, discomfort, vaginal itching, nocturia and urinary incontinence combined stress and urinary types, uncontrolled detrusor instability, voiding dysfunction and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6). It was reported that the patient was implanted on (B)(6) 2010 with gynemesh and tvt.

Manufacturer narrative:
(B)(4).